Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found that the gantry motions controls were unresponsive. The reported issue was resolved through restarting the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while outside of a procedure, the imaging system motion controls were unresponsive. Restarting the imaging system resolved the reported issue. The representative reported that the system logs were not available since no system action was registered. No additional information was provided. There was no patient present when this issue was identified.